Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient who was receiving an unknown drug at an unknown concentration, dose, frequency via an implantable infusion pump for non-malignant pain. It was reported intraoperative difficulty was experienced. More specifically, the reservoir was unable to be aspirated. At the case on (B)(6) 2016, the hcp took the brand new 40 ml pump and aspirated 20 cc's of sterile water. It was believed the syringe was removed from the needle while leaving the needle inserted in the pump reservoir. This occurred before implant. The hcp then tried to aspirate further, but got nothing back. The hcp then tried to fill the pump with 37 cc's of drug, but he was not able to inject the full amount. It was mentioned this was likely due to sterile water remaining in the reservoir when the drug was injected. The hcp performed a calculation to determine the new concentration based on what he was able to inject. The calculation was unknown at the time of this report. It was noted the hcp was fine with the calculation on the dilution after he could not get all of the drug into the reservoir. The patient was doing fine as of (B)(6) 2016. The patient was feeling very good following the surgical procedure and had no complaints. The situation was considered resolved. It was noted that air entering the pump and over pressurization mechanism (opm) lock were discussed as a potential reason for not being able to inject/aspirate the pump septum. No confirmed cause for the issue, however, was determined/alleged. No patient symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that no further difficulties were experienced with aspirating/injecting the reservoir. The cause for the difficulty aspirating/injecting the reservoir at implant was unknown. It was noted, during the implant procedure, the catheter was aspirated positively for 1 ml of clear volume. An injection of contrast was obtained under fluoroscopy and the catheter was noted to have no issues. The new pump was then attached to the existing catheter. The new pump was prepared by placing a 22 gauge non-coring needle into the pump septum and approximately 20 ml of clear volume was aspirated, which was discarded. The new pump had no more to give through the needle. The new pump was then attempted to be refilled with 37 ml of the medication that was removed from the old pump. Unfortunately, there was still volume left in the new pump. There was still 15 ml of volume left in the new pump. The 30 ml of medication from the old pump was mixed with the 15 ml in the new pump, which diluted the old medication to two-thirds of it's original concentration. All of this was placed into the pump with a total volume of 40 ml. It was noted the pump was reprogrammed. A bridge bolus was given to cover the catheter volume as well as to give a regular sized bolus to the patient. The settings were kept the same except for the concentration was downsized to two-thirds of what it was originally. The patient was going to be brought in the following week for a refill with the original concentration of medication. The patient was doing well post-operatively. It was noted the pre and post operative diagnosis was chronic pain syndrome and lumbar post-laminectomy syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.